Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission, it was noted that there was r wave under-sensing. The clinician reprogrammed the sensitivity to a lower value. The patient was good, no additional information was available. The patient would be followed normally.